Event description:
It was reported by the patient that the right ventricular myocardial leads lost capture. The leads were reprogrammed and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5866, adaptor, (B)(6) 2011; s601sr, competitor implantable pulse generator (ipg), (B)(6) 2011. (B)(4).